Event description:
Customer reported, secondary infusion of cefazolin in 50 ml bag back flowed into primary infusion. No pt harm reported. Although requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The products was received. Investigation is not complete. A follow up report will be submitted with any relevant info.